Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked on the top case. Event log history was performed and indicated that force sensor test was recorded in history. During analysis, force sensor test was found at power up, and failed force sensor reading, at 0.00 lbs. The force reading is -1.03 lbs. It was noted that the force sensor was out of calibration as a result of normal wear / calibration drift and was the cause of the reported issue. Service replaced force sensor for preventive measure and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor issue. No adverse effects were reported.